Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor smooth round moderate profile 350cc and experienced a deflation on an unknown side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 500cc, catalog# 3505001bc, serial# (B)(4) (left), serial# (B)(4) (right) on (B)(6) 2019.

Manufacturer narrative:
On 9/3/2019, mentor received additional information indicating the date of the reported event was (B)(6) 2019 and the patient was 38 at the time. The rupture reported on mrn# 1645337-2019-18037 took place on the left side. In addition, the patient was diagnosed with capsular contracture, baker grade 3 on the left side post-operatively, which was confirmed by a physician. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).